Manufacturer narrative:
Block h6 impact code f2202 is being used to capture the reportable event of endoscopic procedure. Device code a1406 is being used to capture the reportable event of inflation problem.

Event description:
It was reported to boston scientific corporation that a bib intragastric balloon system was implanted on an unknown date. On (B)(6) 2024, the patient returned to her physician with the balloon located in the upper stomach with signs of hyperinflation. The physician performed an endoscopic procedure, and it was confirmed that the balloon was hyperinflated with a 5mm erosion observed throughout the gastric chamber. The balloon was removed and a new balloon implanted.